Event description:
It was reported the patient was revised due to dislocation and instability on (B)(6) 2021. Head and liner revised.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Devices are used for treatment. The head and liner are compatible. However, the compatibility of whole construct is unknown as stem and shell details are unknown. A review of complaint history was assessed for three years prior to the notification date and identified (1) total complaints for item #650-1058 (including initiating complaint). There were (0) additional complaints against the lot #2020050068. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported the patient was revised due to dislocation and instability on (B)(6) 2021. Head and liner revised.